Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that "emergency lamp was faulty resulting in e207 error message" was caused by a failure of the emergency light (the actual light was off). From the service manual, it was confirmed that e207 was an error indicating a clv emergency lamp failure, which was the message to be sent when the emergency light of the light source device was off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, a e207 (emergency lamp error) displayed on the visera elite xenon light source. The facility finished the procedure with the same device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the emergency light was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.